Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor fractured, not in the customer's body. The sensor will be returned and replaced. The customer's blood glucose values were unknown. No further information was provided.